Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, the speedstitch device broke. All broken pieces were removed from the patient. The procedure was successfully completed with non-significant surgical delay using an unknown alternative device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the device with a detached outer barrel. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.